Event description:
It was reported that the ilet displayed alert 38 indicating a stalled motor and a restart alert, after which the user experienced high blood glucose and was advised to use backup therapy and set up a replacement device; the described device problem involved failure to infuse associated with the motor component. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified, with the medical device problem characterized as failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.